Manufacturer narrative:
Complaint no: (B)(4) the device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned device, a cracked main body was identified. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A short simulated therapy was successfully performed. Underwater pressure leak testing was performed with no issues noted. Visual inspection was performed with naked eye and magnification and a crack in the main body of the device was identified. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.